Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of a mildly calcified right common femoral artery (rcfa) was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, when the plunger was removed, a cuff miss appeared to have occurred. The proglide device was removed manually. The lever was returned to the original position and the foot was closed prior to removal of the proglide device. During removal of the proglide device, resistance with the scar tissue was felt. A foot break and tissue damage were noted. Protamine was administered. Manual compression was applied to achieve hemostasis. An angiogram confirmed that the broken foot piece was not visible at the level of the rcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4) evaluation summary: the device was returned for analysis. The reported foot detachment was confirmed. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. The needle to cuff miss could not be confirmed as not all components were returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effect vascular injury (tissue damage) is listed in the perclose proglide instructions for use as a potential adverse event of use of the device. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.